Event description:
It was reported that a patient presented with over-sensing of noise noted on the patient's right atrial lead. The lead was explanted and replaced on (B)(6) 2026. No adverse patient consequences were reported.